Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had gas leaking issue. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g1, g3, h2, h3, h6 (investigation findings, investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were unable to reproduce the issue. The unit passed all functional and safety tests and was returned to customer.

Event description:
Na.